Event description:
The user facility reports leak between the arterila chamber and cap. Due to potential for contamination, the blood volume in the arterial portion of the circuit was discarded resulting in eml = 81cc. There was no pt injury or need for medical intervention reported. This MDR is filed for blood loss only.